Manufacturer narrative:
The device has been requested for return, but has not yet been received. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that upon priming the circuit, the device began to leak around the luer port on the inlet of the device. Tightening the cap and replacing the luer cap with another did not fix the leak. The device was replaced during priming. No pt involvement. (B)(4).